Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical assistance and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported on 25 march 2026, the patient experienced persistent hyperglycemia reaching 433 mg/dl, despite delivery of a 5-unit bolus while wearing the pod on the arm between 25 and 36 hours. The event occurred during a scheduled clinical visit at (B)(6) for controller setting adjustments. Due to sustained high blood glucose, hospital staff replaced the pod, administered an additional 5-unit insulin bolus, and advised the patient to take a 30-minute walk. The patient was monitored on site for approximately 1 hour and 15 minutes and remained under observation with expected discharge thereafter. The diagnosis specific to the event was high blood glucose. No further information was provided.